Event description:
The customer had two instances where they had to throw the catheter away due to kinking; noticed as it was removed from the package. Additional catalog #: pnd6f0701058m, additional 510 (k): k082290.

Manufacturer narrative:
Technical evaluation: only device #1 was returned. At the distal tip, there is an ovalization between 0.7 and 1.0cm. A 0.053" mandrel encounters resistance at the ovalization but passes without excessive force. Conclusion: the incident is confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.